Manufacturer narrative:
Film evaluation summary; the exact cause of the reported inability to deploy the etlw1616c156ee contralateral limb could not be determined from the films provided. Review of pre-implant CT¿s revealed that the proximal neck diameter just below the lowest left renal artery ranged from 28 ¿ 33mm along a 2cm length. The neck contained mild thrombus with no appreciable calcification, and was mildly angulated to ~40deg maximum in the lt-rt and a-p axis. The distal aortic diameter measured ~25mm with mild calcification, and the iliac arteries were of large caliber, moderately calcified, and mildly tortuous. The origin of the left common iliac artery was acutely angulated ~90 deg laterally. Returned angiograms during implant revealed that the endurant iis bifurcate was brought up the left side and deployed just below the left renal artery. The contra gate opened on the right side; the gate was essentially straight and the gate ring appeared round and patent. Prior to implanting the contra limbs, retrograde injection from the right external iliac showed no obvious flow disruption along the length of the right iliac and into the distal aaa sac. The next image revealed that two (2) endurant limbs had been implanted from the gate, proximally aligned to the flow divider, extending distally into the right common iliac artery, and overlapping each other ~3cm¿s. Final angiogram from above the suprarenal stents showed a patent stent graft system, with no stent graft kinks or compression. Other than a possible small type IV endoleak, no other stent graft issues were observed. Images during positioning of the delivery system and attempted implant of the etlw1616c156ee were not seen in the films returned, and the reported event could not be assessed. However, analysis of the returned films did not reveal any anatomical or stent graft anomalies that could explain the reported event. A device issue cannot be ruled out as a potential cause. The delivery system is pending return and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported during the index procedure that the endurant bifurcate and the endurant limb which was deployed on the ipsilateral side deployed without any complication. The contralateral stump was then cannulated and etlw1616c156ee was put in. When the physician was trying to deploy this limb the blue handle was rotated however it was noted on imaging that the gap between the conical part and the graft became enlarged. The physician could not deploy the limb and it was not longer possible to rotate the blue handle. The limb was then removed and the procedure completed successfully using 2 additional endurant limbs. It was noted that once the limb was removed from the patient the physician attempted to deploy the same endurant limb however this was unsuccessful. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the device was returned with the external slider partially retracted. The graft cover was excessively curved. A gap was observed between the taper tip and the graft cover tip. The graft remained within the graft cover and had retracted proximally with the cover. The stent stop was bunched and deformed due to the graft moving proximally. Rotation of the external slider in a proximal direction exacerbated the curving of the graft cover. It was not possible to deploy the graft by rotating the external slider. The graft cover was cut, and the graft manually removed. The distal section of the stent stop was deformed. A kink was evident on the inner spiral shaft. Analysis of the returned device did not determine the root cause of the reported difficulties experienced by the physician. If information is provided in the future, a supplemental report will be issued.